Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 07/19/2011.

Event description:
Maude event report received indicates the tip of the drill bit broke off and was lodged in pt's bone. Report also indicates intervention was required. No add'l info is available.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
(B)(4).